Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant was not working right. Patient stated the implant battery kept going to 0 when it should not be at 0. Patient said the implant was below the 30% and the battery was orange. Patient service specialist asked patient if they had recently turned up any of the settings or changed groups, and patient said they did not. Pt said last week they 'left it alone for 2 days' and then started working again, but now kept draining faster than normal. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number.